Event description:
It was reported that during a ptca treatment procedure involving the rca, the tip of the wire inadvertently perforated the distal pda during advancement. There was no intervention to repair the perforation. Patient status was listed as "okay". Additional information has been requested regarding this event.